Event description:
It was reported that during a pulse generator upgrade procedure, the right atrial lead exhibited noise. The lead was capped and replaced. No consequences to the patient were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.